Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Event description:
According to the reporter, the tip broke off of the device. There was no patient harm reported. Additional information has been requested but not yet received.